Manufacturer narrative:
Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a pharmacist who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog) subcutaneously, with unknown dose and frequency for the treatment of diabetes mellitus (dm), beginning on an unknown date, by using a reusable humapen ergo teal/clear pen, beginning on an unknown date. He also received human insulin isophane suspension (rdna origin) subcutaneously, with unknown dose and frequency for the treatment of diabetes mellitus (dm), beginning on an unknown date, by using humapen ergo teal/clear pen, beginning on an unknown date. On an unknown date, he had developed increased blood glucose. He explained he primed the pen and the incorrect dosage was suspected as the pen no longer worked properly and released insulin irregularly (pc number - (B)(4), batch - a1379). On an unknown date, he also had a personal stress situation which could have led to blood glucose fluctuations as well. The information regarding the corrective treatment, outcome of all the events and treatment status of insulin lispro and human insulin isophane suspension was not provided. No additional follow up would be requested as the reporter refused to be followed up and did not provide physician contact information. The user of humapen ergo teal/clear pen and his training status was unknown. The general device duration of use and the suspect device duration of use of humapen ergo teal/clear pen were not provided. The suspect device was returned to the manufacturer on 14sep2018. The reporting pharmacist did not provide an assessment of relatedness of all the events with insulin lispro, human insulin isophane suspension treatment and humapen ergo teal/clear device. Update 24sep2018: additional information received on 14sep2018 and 18sep2018 from global product complaint database which were processed together. Reiterated the suspect device if humapen ergo teal/clear and the lot number of a1379 for product complaint (B)(4) relating to the humapen ergo (teal/clear). Corresponding fields and narrative updated accordingly. Update 03oct2018: additional information received on 14sep2018 from global product complaint database. Updated malfunction from unknown to yes/cirm. Reiterated device return status to returned to manufacturer and date returned to manufacturer for pc (B)(4) associated with lot a1379 of a humapen ergo (teal/clear) device. Case priority changed accordingly. No additional information added. Edit 05oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Event narrative field: new, updated and corrected information is referenced within the update statements in event. Please refer to update statement dated 23oct2018 in the event field. No further follow-up is planned. Evaluation summary: a pharmacist reported on behalf of a male patient that when using his humapen ergo device, incorrect dosage was suspected as the pen no longer worked properly and released insulin irregularly. The patient experienced blood glucose fluctuation and increased blood glucose. Investigation of the returned device (batch a1379, manufactured july 1999) found both opaque cartridge holder engagement tabs were broken. This malfunction may cause an underdose. Malfunction confirmed. While the exact date when the patient started using the device could not be determined, based on the amount of time elapsed since this device was manufactured (1999), it is likely that the patient used it beyond its approved use life. The user manual states the humapen ergo device has been designed to be used for up to 3 years after first use. It also states not to use the device if it appears broken or damaged and to contact lilly or a healthcare professional for a replacement pen. Corrective action: a new cartridge holder design was developed and introduced in september 2000 with lot a1493. This design eliminated stress on the engagement tabs and any undesirable surface features. No further corrective actions are planned as the device manufacturing was discontinued december 2006. There is evidence of improper use. Based on the manufacture date, it is likely the patient used the device beyond the recommended use period.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a pharmacist who contacted the company to report an adverse event and a product complaint (pc), concerned a 73 years old male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog) subcutaneously, with unknown dose and frequency for the treatment of diabetes mellitus (dm), beginning on an unknown date, by using a reusable humapen ergo teal/clear pen, beginning on an unknown date. He also received human insulin isophane suspension (rdna origin) subcutaneously, with unknown dose and frequency for the treatment of diabetes mellitus (dm), beginning on an unknown date, by using humapen ergo teal/clear pen, beginning on an unknown date. On an unknown date, he had developed increased blood glucose. He explained he primed the pen and the incorrect dosage was suspected as the pen no longer worked properly and released insulin irregularly (pc number 4479540, batch a1379). On an unknown date, he also had a personal stress situation which could have led to blood glucose fluctuations as well. The information regarding the corrective treatment, outcome of all the events and treatment status of insulin lispro and human insulin isophane suspension was not provided. No additional follow up would be requested as the reporter refused to be followed up and did not provide physician contact information. The user of humapen ergo teal/clear pen and his training status was unknown. The general device duration of use and the suspect device duration of use of humapen ergo teal/clear pen were not provided. The suspect humapen ergo teal/clear pen device, which was manufactured in jul1999, was returned to the manufacturer on 14sep2018. The reporting pharmacist did not provide an assessment of relatedness of all the events with insulin lispro, human insulin isophane suspension treatment and humapen ergo teal/clear device. Update 24sep2018: additional information received on 14sep2018 and 18sep2018 from global product complaint database which were processed together. Reiterated the suspect device if humapen ergo teal/clear and the lot number of a1379 for product complaint (B)(4) relating to the humapen ergo (teal/clear). Corresponding fields and narrative updated accordingly. Update 03oct2018: additional information received on 14sep2018 from global product complaint database. Updated malfunction from unknown to yes/cirm. Reiterated device return status to returned to manufacturer and date returned to manufacturer for pc 4479540 associated with lot a1379 of a humapen ergo (teal/clear) device. Case priority changed accordingly. No additional information added. Edit 05oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 23oct2018: additional information received on 23oct2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and improper use and storage from no to yes. Added date of manufacturer for the returned suspect humapen ergo (teal/clear) device associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly.